Manufacturer narrative:
Device expiration date: unknown, device manufacture date: unknown. (B)(4). Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.

Event description:
It was reported that the bd phaseal¿ infusion adapter c100 experienced flow issues when used for infusion. The following information was provided by the initial reporter: drip occlusion chemo drug bag unable to drip into drip chamber when attached to phaseal infusion adaptor . Additional info: flow of the medication was extremely slow, chemo medication, yes its chemo contaminated. Unfortunately the lot no was not available.